Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gives an unexpected error. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy processor s/n b961717056r was returned to philips for additional analysis. The complaint was escalated for product analysis and the results indicate that pca processor was defective; the pca booted to a blank screen and looped verifying it was defective.